Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: h4: the device manufacture date is currently unavailable. E3: reporter is a j&j sales representative. D10: concomitant med products and therapy dates: 4k c-mnt scp,4.0,30 ,167 device, camera head ac - c-mount device, hd epscp,1.9,30,60,cw_storz device, coupler ac ffl 19 device; on (B)(6) 2024 . As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(4)

Event description:
This is report 2 of 3 for (B)(4) it was reported by the sales rep that preoperatively to an unknown surgery, it was observed that the bars inside the scope of the hd epscp,1.9,30,60,cw_storz device were damaged and had poor image quality, there was no light output coming through the scope of the 4k c-mnt scp,4.0,30,167 device causing bad image quality, and the coupler ac ffl 19 device was not holding the scope causing poor image quality. It was not reported if spare devices were available for use. There was no patient involvement reported. There was no surgical delay or patient consequences. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: h4: the device manufacture date was unavailable in the initial medwatch report. The device manufacture date had been identified and updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: description of fault according to wom technician: - damaged grasping mechanism - external damage of adjusting ring cause of fault: - quick coupler worn out - damage caused by incorrect handling device interaction (2+ devices) : will not hold/retain, visual : deformed/bent per service reports, this complaint was confirmed. Based on the investigation findings, the user error was identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.